Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the l4-s1 decompression and fusion procedure, acorn bit was used to help with decompression. In less than 2 minutes the bit started smoking and overheating. It was swapped to ball tip and had no issues so the drill/drill attachment is fine. No patient impact reported. It was also reported that there was intervention performed, no damaged piece remained in the patient's body, and there was 5 mins delay in procedure. It was also noted that patient has bmi, dense bone. The procedure was completed with backup product(s). On follow-up it was reported that there was no patient or staff impact.